Event description:
Device malfunction: none. Symptoms: right sided weakness and numbness secondary to sah. Time of symptoms/ae: at 13 days post-procedure. It was reported that the pt underwent stenting for severe symptomatic left carotid stenosis on (B)(6) 2007. The procedure was successful; however, the pt was readmitted 13 days post-procedure with several episodes of right sided weakness and numbness. (The physician's opinion in retrospect is that the episodes were probably seizures). Findings of the cta head done on (B)(6) 2007 indicate focal dissection of the left distal cervical internal carotid artery (present prior to procedure), just proximal to the petrous segment. The linear hyperdense blood products along the left frontal cortical surface may be sequelae of hyperperfusion syndrome, given the history of left ica stenting. No aneurysm. Findings from the (B)(6) 2007 CT indicate a stable superficial subarachnoid hemorrhage with blood in the left central and the left superior frontal sulci. There is no evidence of acute territorial infarction, focal mass lesion, or midline shift. The osseous structures are intact. Procedure notes indicate that there is some vasospasm on the distal segment of the lica. Pt discharged home on (B)(6) 2007 completely resolved and not symptomatic. Pt was seen by physician (B)(6) 2007 completely awake, alert, oriented, and ...

Manufacturer narrative:
(B)(4). A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.